Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. It was reported that he doesn't know if his ins is "going haywire" because the ins battery is not lasting him more than a week. The ins battery previously lasted him 2-3 weeks. Patient had a heart attack around may of last year (2018), and the issue with the ins battery depleting quicker happened slowly after the heart attack occurred. This issue has been going on for quite a bit, and it started maybe in mid-summer. Patient reported that his ins had never gone into an overdischarge, but the ins had previously died about 2 months ago. Patient was able to charge the ins when it went dead and patient charges their ins to 100% full. There was no recent change in programs or parameters. Patient confirmed that nothing was wrong with the external devices. Patient did not have a pain doctor. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient is having problems again recharging and it feels like ins went dead yesterday. Patient described seeing the recharger poor communication screen and states it came up today. During call, patient tried programmer and was not able to communicate either. Patient states he last recharged around 3 weeks ago. It was reviewed with patient that they can inform hcp/rep and implant may be od. Patient did not have a managing hcp and will inform his primary doctor and see if a rep can help. No further complications were reported/anticipated.